Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation abdominal stent graft system. Post initial implant procedure, CT confirmed type ia and iiib endoleaks. There is no report of patient sequelae.

Event description:
Additional information received confirming that this report is a duplicate of event reported per manufacturing report # 3008011247-2018-00166. A complaint is not warranted. Endologix will continue to investigate the reported event under manufacturing report # 3008011247-2018-00166.

Manufacturer narrative:
Correction: h6 remove all codes